Event description:
Device malfunction: unknown. Symptoms/ae: pain, clip attached to back vessel wall. Time of ae: after vessel closure. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified cardiac catheterization procedure. Hemostasis was not achieved with the clip. Manual compression was applied. Several days post-procedure the patient returned complaining of severe leg pain. Arterial cut-down and thrombectomy were performed. The deployed clip was found located flat on the posterior wall. There was no subsequent adverse patient sequela. Reportedly, the artery had no unusual characteristics and the groin site was "pristine." Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.